Event description:
It was reported that the patient presented remotely via merlin.net. The transmissions from the patient's implantable cardiac monitor (icm) were found to display incomplete measurement of the parameters. No intervention performed was reported. The issue has since been resolved. The patient was in stable condition.